Manufacturer narrative:
Additional information was received on 8/18/96 indicating that the remainder of this device, the cylinders, were removed due to "wound dehiscence" and "infection" on 9/17/96. Additionally it was indicated that there was "nothing wrong with the device." In the received information the physician stated that the infection was located around the pump and that a "wound separation" contributed to this occurrence. Cultures taken showed the presence of staph organisms, because qa's examination of the returned components can neither confirm nor disprove the report of infection, qa did not perform a microscopic examination. Based on the physician's observations qa accepts the infection report. The review of the device lot history records by quality assurance indicates this lot passed sterility testing prior to being released. Based on this knowledge, qa concludes that the device was sterile prior to the device packaging being opened and that the infection originated from source(s) other than the device.

Event description:
The device was removed due to "infection" and "rejection". As reported to co, "scrotal drainage" was observed at the time of surgery. The pump and assembly kit component(s) only were removed; leaving the cylinder(s) in place at this time.

Event description:
The device was removed due to "infection" and "rejection". "Scrotal drainage" was observed at the time of surgery. The pump and assembly kit component(s) only were removed; leaving the cylinder(s) inplace at this time. 9/18/96-it was reported that on 9/17/96, the cylinder(s) which were left inplace on 8/8/96; were removed due to a "wound dehisscence", secondary to "infection".